Manufacturer narrative:
(B)(4). The events of lymphadenopathy and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: suspected lymphoma alcl.

Event description:
Patient representative reported patient ¿diagnosed with bia-alcl.¿ symptoms included, ¿swollen lymph nodes, abdominal pain, stress, headache, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement.¿ the device was implanted following recall of the product. Various, but unspecified tests, treatments, and surgical intervention was performed. Cd30+ and alk- markers were not reported in conjunction with the alcl diagnosis. The device has been explanted. Patient has a history of bilateral mastectomy and previous, allergan implants. This represents the left side. Symptoms of abdominal pain, stress, headache, rashes, depression, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, and chronic pain are not related to the implant.